Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed dose calibration, system calibration and a constancy test. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.

Event description:
The customer reported that the dosage is above permissible levels. No pt injury reported. This malfunction may have resulted in a possible accidental radiation occurrence.